Manufacturer narrative:
Qn # (B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. The instructions for use (IFU) provided with this kit warns the user, "check lumen patency by attaching a syringe to each extension line and aspirate until free flow of venous blood is observed." A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: triple lumen placed in patient. Later, the patient went to CT and while there the tech and patient both heard a pop. Patient went back to ICU and they had the team check the line. Flush but no blood return. Put ultrasound on it and they saw an infiltration in the arm. They removed the line and they said it looks like when a pipe freezes and cracks. The reported defect was detected during use on patient. The patient condition was reported as "fine". No patient injury/consequence or medical intervention reported.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that: triple lumen placed in patient. Later, the patient went to CT and while there the tech and patient both heard a pop. Patient went back to ICU and they had the team check the line. Flush but no blood return. Put ultrasound on it and they saw an infiltration in the arm. They removed the line and they said it looks like when a pipe freezes and cracks. The reported defect was detected during use on patient. The patient condition was reported as "fine". No patient injury/consequence or medical intervention reported.